Event description:
During preparation of the device for a cardiopulmonary bypass (cpb), the user observed an error code with the hx2 unit that was being used to provide water to both the oxygenator heat exchanger and the cardioplegia system heat exchanger. The error code was "e08" on the "b side" and this error code was indicative of an issue with the heater. The perfusionist brought a back-up hx2 into the operating room and on power-up, this unit displayed an "e10" error code on the "a side". E10 represents an error in the thermistor used for temperature measurement. The perfusionist elected to use both of the hx2 devices for the procedure, with the fully functional "a side" on one hx2 and the fully functional "b side" from the second hx2 device. This provided adequate water flow, at the selected temperature for both the oxygenator heat exchanger and the cardioplegia heat exchanger. The procedure was not delayed and the case was completed successfully, without harm. Patient was weaned from cpb without issue and transferred to ICU in good condition.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.